Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due an elevated blood glucose (bg) level. The customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Additionally, the customer experienced high ketone levels identified as life threatening by a health care provider. A correction bolus was delivered prior to arriving at the ICU. In the ICU, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Reportedly, the alarm was cleared and insulin delivery was resumed.